Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed recurrent infections at the implant site, for which an oral antibiotic (levoquin) was prescribed. The implanted device remains.